Manufacturer narrative:
(B)(4). An investigation is ongoing and a supplemental medwatch will be submitted if the info becomes available.

Event description:
It was reported that while using a cardiohelp-I device on a pt the customer noted two issues. The trouble sensor, which was placed on the venous line, had repeated bubble alarms through no bubble was observed. The arterial temperature was not being displayed, yet all other lab values were present. No pt effect was reported. The unit remained in use with a functional venous temperature and no cooling. The pt has since been removed from the unit. (B)(4).